Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient in france had a percutaneous endoscopic gastrostomy (peg) tube placed. Report indicated that the patient had a granuloma at the stoma which is now an abscess. Patient was febrile for one week. A sample has been performed and it showed staphylococcus. Patient has been treated with antibiotic medication augmentin 1gm 3 times a day for 3 weeks. Daily dressing change has been done by the nurse. It was reported that staphylococcus was also present with the first peg tube placement in (B)(6) 2015.